Event description:
Stent placement: the target lesion was right renal. The patient is male and (B)(6). No calcification and no vessel tortuosity, the rate of stenosis was 90%. Approach was made from the left brachial with 4.5f parent guiding catheter (medikit). Ivus and pre-dilatation were conducted and a palmaz genesis (complaint product) was inserted in the parent over a dejavu floppy guidewire. During the delivery, it was observed that air was slowly coming into an everest indeflator (medtronic), which was connected to the complaint device and maintained negative pressure. Any blood reverse was not observed. The physician suspects of shaft damage rather than balloon damage. Other new pg (different lot, cat unk) was used and the procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. The complaint product will be returned to your side for analysis.

Manufacturer narrative:
Concomitant medical products: dejavu floppy wire, everest indeflator (medtronic). A non sterile sds rx palmaz genesis on amiia 5.0mmx18mm, 142cm was received coiled inside a bag. An unknown stopcock was included attach to the device. The balloon was not inflated/deflated, the stent still mounted in the balloon between the 2 mb's and it was not expanded. No anomalies related with damage, crack and holes were noted in the returned device. An attempt to inflate the balloon was done, the balloon was inflated at nominal pressure at 10 atm, no leakage was noted in the device, after that the balloon was inflated at rbp pressure of 12 atm and no problems of leakage were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The body/shaft leakage reported by the customer was not confirmed; controls are in place to prevent defective devices from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure a palmaz genesis had air leakage during advancement of the sds to the target lesion. This is a male patient in his 70's with unknown medical history. The target lesion was right renal artery described as non-calcified, non-tortuous with 90% stenosis. Approach was made from the left brachial with 4.5f parent guiding catheter (medikit). Ivus and pre-dilatation were conducted and the palmaz genesis (complaint product) was inserted in the parent over a dejavu floppy guidewire. During the delivery, it was observed that air was slowly coming into the indeflator (medtronic), which was connected to the complaint device and was maintained with negative pressure. No leakage of blood into the indeflator was observed during the advancement. The physician suspects damage to the shaft of the device rather than the balloon. Another new pg (different lot, cat unk) was used and the procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. A non sterile sds rx palmaz genesis on amiia 5.0mmx18mm, 142cm was received coiled inside a bag. An unknown stopcock was included attached to the device. The balloon was not inflated/deflated; the stent still mounted on the balloon between the 2 mb's and it was not expanded. No anomalies related with damage, crack and holes were noted in the returned device. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The body/shaft leakage reported by the customer was not confirmed; (B)(4). Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. The body/shaft leakage reported by the customer was not confirmed; controls are in place to prevent defective devices from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the consumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Review of the information does not suggest what other factors may have contributed to the reported event.